Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that when the ventilator was in use, the doctor found that the touchscreen was inaccurate and insensitive. The customer reported that the unit was in use on a patient, but there was no patient harm reported. Unit was swapped. The customer contacted product support and the customer thinks that this problem may lead to oxygen deficiency. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per authorized service personnel (asp) the issue was discovered during setup for patient use. No delay in therapy reported. The authorized service personnel (asp) calibrates the touchscreen to address the issue.